Event description:
A report was received that the patient was experiencing pain at the lead site. It was believed that the way the lead was anchored or the scar tissue was the cause of the pain. The patient underwent a procedure wherein the anchor and the lead tails were relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16224117, description: next generation anchor kit-sterile.